Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens remained folded in the pt's right eye till the end of the surgery. There is no report of pt impact. Please refer to MDR 1119279-2014-00285 for the pt's left eye.